Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). The device then passed the extended self-test (est) and performance verification test (pvt). Covidien ref: (B)(4).

Event description:
A report was received from the USA stating that an 80 ventilator experienced a malfunction. The customer stated that the ventilator had an erratic graphical user interface (gui) display. Patient involvement information was not provided. The date of the event is unknown.